Event description:
Nurse was working with the monitor and the pole and when the monitor tilts forward it pinched the nurse's finger. The model number of the monitors is dash 4000, the age range of the monitors in ob is from 1 to 9 years. The stands were purchased from ge. On these stands, the mounting plate that holds the monitor on top of the vertical pole pivots on a hinge pin to allow changing the viewing angle of the monitor. There is a pinch point at the hinge pin between the top of the vertical pole and the bottom of the mounting plate.